Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently unable to deliver a bolus using the quick bolus feature. Tandem technical support verified quick bolus was turned on in pump. Customer's blood glucose was between 180-200 mg/dl. Customer was not in need of a bolus at time of event, so they could not confirm if they were able to successfully deliver a quick bolus.